Event description:
It was reported that approximately six months after implant, this right ventricular (rv) lead was explanted due to unknown non-product reasons. The rv lead was replaced with a new lead. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead body and electrode tip was performed and found no anomalies and revealed no abormalities except for dried body fluid in the helix housing, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately six months after implant, this right ventricular (rv) lead was explanted due to patient discomfort. The rv lead was replaced with a new lead. No additional patient adverse effects were reported. Device is expected to return.